Manufacturer narrative:
The reported event of infection could not be confirmed. The lead was returned for analysis. Visual inspection was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-25267 related manufacturer reference number: 2017865-2023-25271 it was reported that the patient presented with a methicillin-resistant staphylococcus aureus infection. The pacemaker, atrial lead and right ventricular lead were explanted. The patient was in stable condition.